Event description:
It was reported to boston scientific corporation that a rf 3000 radiofrequency generator was used during a radiofrequency ablation procedure performed on (B)(6), 2011. According to the complainant, during the procedure, the sound volume on the generator was low, and it was unable to turn the volume high. Despite the low volume, the procedure was successfully completed with this device and there were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual examination of the returned device found no visible issues. An electrical safety evaluation and functional tests were performed; no issues were identified. The condition of the returned incident device showed no evidence of either the alleged issue or any defect which could have contributed to the event. Based on the evaluation conducted, a definitive root cause for the reported event could be determined. A review of the device history record (DHR) was performed, which confirmed that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified serial number.

Manufacturer narrative:
The complainant was unable to provide the physician's name; (B)(6). Device: component code 825 relates to problem code 1016 for the reported issue of low audible tones on generator the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rf 3000 radiofrequency generator was used during a radiofrequency ablation procedure performed on (B)(6) 2011. According to the complainant, during the procedure, the sound volume on the generator was low, and it was unable to turn the volume high. Despite the low volume, the procedure was successfully completed with this device and there were no patient complications reported as a result of this event.